Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Of note, only the catheter was returned for analysis.

Event description:
The catheter was returned to the manufacturer for analysis may 24, 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed no significant anomaly; the catheter was returned incomplete / in segments and met acceptable testing. No anomalies were noted upon microscopic inspection; the catheter was patent and passed pressure leak testing. The previously applied results code (B)(4) and conclusion code (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8782, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (1000 mcg/ml at 300 mcg/day) via an implanted pump. The patient¿s medical history included that the patient was paraplegic. The indication for pump was not provided. On (B)(4) 2017, it was reported that the patient and a new pump and catheter implanted on (B)(6) 2017. Initially the patient¿s legs were feeling heavy and he didn¿t have as much muscle strength. That changed and now the patient had his muscle strength again and his spasticity increased, but he had no pain relief. Per the patient, the situation was being addressed by his healthcare professional. Additional information was received on 17-may-2017 from a healthcare professional (hcp) via a company representative and it was reported that the patient¿s medical history included spinal cord injury, arachnoiditis, pedicure screws, and spinal fusion. The patient¿s concomitant medications were xanax, fentanyl, haldol, dilaudid, oral baclofen, relistor, trental, and trimix. On (B)(6) 2017, the patient informed the clinic of increased spasticity, so the pump infusion rate was increased from 200 mcg/day to 350 mcg/day. The concentration of the gablofen was 500 mcg/ml. On (B)(6) 2017, the spasticity was worsening, so a 75 mcg bolus was given in the clinic with no patient response. An ap (anterior and posterior view) chest and abdomen x-ray were taken and were negative. An attempt was made to withdraw from the cap (catheter access port) in the clinic, but no fluid was obtained. On(B)(6) 2017, they attempted to withdraw fluid from the cap in interventional radiology, but were unsuccessful. A decision was made to schedule the patient for catheter revision surgery. The patient was taken to surgery on (B)(6) 2017. An incision was made at the spinal catheter entry site. There was no retrograde flow of csf (cerebrospinal fluid) from spinal segment of catheter. While the catheter was still cut, a bolus was programmed through the pump and medication was visualized flowing through the pump segment of the catheter from the pump to the spinal site. The bolus was then aborted. A new spinal segment of catheter was spliced onto the existing pump segment of the catheter and the patient¿s infusion rate was restarted at 100 mcg/day. It was unknown if the issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury.¿ there was no environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.